Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure the implantable cardioverter defibrillator exhibited (ICD) header failed to connect. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported complaint of connection problem was not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and lv setscrew was noted to not be seated in the connector block and consistent with having occurred due to excessive loosening of setscrew. Further electrical testing found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed and device was found to have normal battery depletion based on usage.